Event description:
Caller states son advised him that rollator frame broke right above weld where seat attaches to frame. Caller states son has brain injury and short term memory is affected, unsure how the break happened. No injury is alleged.